Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) level displayed as "high"; however, no specific value was provided. Cause was unknown. Customer delivered a correction bolus via the pump to address bg. Customer continued to use the pump for insulin therapy.